Manufacturer narrative:
The malfunction was duplicated and evaluation of the bridge board found a leakage path underneath a capacitor. The component was removed and replaced. The area was cleaned to resolve the malfunction.

Event description:
During a routine shift check by a clinician, the device displayed a "bridge test fail " message. Complaint indicated that there was no pt involvement in the rpeorted malfunction.